Event description:
Revision due to implant fracture.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual inspection confirmed the reported event. A rhk was revised after an unknown period due to fracture of the segmental long yoke. From the available information, it was deduced that the maximum possible implantation time was approximately 5 years and 1 month. Visual investigation suggest that the knee could have been hyper-extending regularly, such that the posterior aspect of the yoke was put under a degree of cyclic tension load. Examination of the returned components indicated that the yoke experienced elevated stresses. The root cause of hyperextension is unknown and cannot be determined from the information provided. The most likely root cause: regular hyper-extension. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: rhk brg 20 for 71-75-79 tray item #: 159439 lot #: 2189436, medical product: oss 3cm resurfacing femoral rt item #: 150350 lot #: 024200, medical product: rhk modular tibial 79mm item #: 154991 lot #: 3123468. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Revision due to implant fracture.

Manufacturer narrative:
(B)(4). Report source: foreign: event occurred in (B)(6). Investigation is on-going. When investigation has been completed, follow up MDR report will be submitted.

Event description:
Revision due to implant fracture.